Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion:as reported, a 10mm x 40m smart control self-expanding stent (ses) delivery system was inserted via the left radial artery to treat a left subclavian artery lesion. The stent tip was slightly expanded intentionally, and an angiography was performed from the right femoral route to confirm stent placement position. During the angiography, the stent fully expanded on its own and fell into the aorta. An unknown snaring device was used from the femoral artery to grab the stent and place it in the iliac artery where it remained implanted. A 10mm x 40mm smart radianz ses delivery system was then used and was implanted at the subclavian artery to compete the procedure. There were no reported vessel injuries due to the migration of the stent. This was during a procedure to treat a 100% stenosed subclavian lesion which had mild calcification and moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and was held flat and straight outside of the patient during its use. The device was discarded and will not be returned.the reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ cannot be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely procedural and handling factors contributed to the event reported. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the events reported. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 10mm x 40m smart control self-expanding stent (ses) delivery system was inserted via the left radial artery to treat a left subclavian artery lesion. The stent tip was slightly expanded intentionally, and an angiography was performed from the right femoral route to confirm stent placement position. During the angiography, the stent fully expanded on its own and fell into the aorta. An unknown snaring device was used from the femoral artery to grab the stent and place it in the iliac artery where it remained implanted. A 10mm x 40mm smart radianz ses delivery system was then used and was implanted at the subclavian artery to compete the procedure. There were no reported vessel injuries due to the migration of the stent. This was during a procedure to treat a 100% stenosed subclavian lesion which had mild calcification and moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and was held flat and straight outside of the patient during its use. The device was discarded and will not be returned.